Event description:
This lead was found to be dislodged when the patient went to urgent care with shortness of breath and heart failure. He was transferred to (B)(6) hospital with pneumonia, hypotension, afib and lv lead not capturing. At that time the lv lead was removed and re-implanted. Desired branches were unsuccessful but lead was able to be positioned in the mid segment of the anterolateral branch. This lead was capped on (B)(6) 2014.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.